Event description:
It was reported that during a shoulder procedure using a super turbovac ifs wand, the electrode screen allegedly detached from the tip of the wand, while inside the surgical site. The site was flushed, however, the surgeon is not confident that all debris was removed. The procedure was completed using a second wand of the same type, without significant delay. There were no patient complications reported as result of this event.